Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed and appears to be use related. One 4 fr single lumen groshong nxt clearvue catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. A small hole was observed in the catheter just distal to the strain relief. A microscopic observation revealed a deep indentation in the catheter with the observed hole in the center of the indentation. The edges of the hole were observed to be rough, thin, and mostly straight. Creases were observed adjacent to the hole in the catheter and the catheter material around these creases was observed to be less lustrous. In handling the sample, the catheter was observed to kink easily at the location of the split. The shape, location, and observed physical characteristics of the hole in the returned catheter are consistent with damage accumulated through material fatigue. Material fatigue can occur due to cyclic kinking and/or abrasion of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter material. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing, ¿y¿ adapter, and/or connector must be secured in place.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a crack near the connection part of the catheter connector, and antifungal (micafungin sodium) leaked from the crack. There was no reported patient injury.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that there was a crack near the connection part of the catheter connector, and antifungal (micafungin sodium) leaked from the crack. There was no reported patient injury.